Event description:
It was reported that during the lower anterior bowel resection, the doctor was assisting another doctor. He attempted to fire a cdh29p. Just as he was firing the device, the doctor noticed the anvil had become unattached from the trocar of the stapler. They considered this a mis - fire. At this point, they opened a cdh25p. They attempted to fire the cdh25p without changing out the 29mm anvil that was still in the proximal colon. Obviously, this didn¿t work properly, and they aborted the procedure. The patient had a re-do surgery yesterday by two other surgeons, the surgery was performed successfully with a cdh29p. The procedure was not completed successfully.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the complaint was reported. Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by it didn¿t work properly? Was their difficulty in attaching cdh29 anvil to the device? How was it confirmed that the device was fully attached? Was the orange tying completely visible when attempting to connect the anvil? Was the device difficult to close? Were the forces to closing higher or lower than expected? When did notice anvil became unattached? During closing or during firing? Was the surgeon able to first the second 25mm device with 29 mm anvil? Why was this attempted? When was the second surgical procedure performed? What is the surgeon¿s experience with device for the first surgical procedure? Current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/01/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what is meant by it didn¿t work properly? The way the event was described to me it doesn¿t sound like the anvil was fully connected to the stapler. Was their difficulty in attaching cdh29 anvil to the device? Cannot confirm how was it confirmed that the device was fully attached? Cannot confirm was the orange tying completely visible when attempting to connect the anvil?: cannot confirm. Was the device difficult to close?: cannot confirm. Were the forces to closing higher or lower than expected? Cannot confirm when was it noticed that the anvil became unattached?: during closing or during firing? Firing. Was the surgeon able to fire the second 25mm device with 29 mm anvil?: no. Why was this attempted? Surgeon forgot that the 29mm anvil would not fit on the 25mm stapler. When was the second surgical procedure performed?: cannot confirm. What is the surgeon¿s experience with device for the first surgical procedure?: are you asking if this was the surgeons first time using this stapler?: no. Current patient status?: unaware.